Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex c grid: c13. H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. 180 retention samples were visually evaluated and all samples presented the additive inside the tube. 5 samples were sent to design center for clinical test to evaluate for clotting. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "late clot formation in the edta samples."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. (B)(4) retention samples were visually evaluated and all samples presented the additive inside the tube. (B)(4) samples were sent to design center for clinical test to evaluate for clotting. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "late clot formation in the edta samples."

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "late clot formation in the edta samples."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-12-22. H6: investigation summary: bd received 10 samples and 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. 180 retention samples were visually evaluated and all samples presented the additive inside the tube. 5 samples were sent to design center for clinical test to evaluate for clotting. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer samples, retains and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "late clot formation in the edta samples."